Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the hospital for evaluation after collapsing and experiencing a cardiac arrest event. Technical services (ts) was consulted for further review of the presenting electrogram (egm). Upon review, the egm showed left ventricular intrinsic amplitude out of range. No undersensing was observed. Second transmission of was sent that missed presenting rhythm possibly due to quick repeat of read/send data. The presenting egm showed device appeared to be functioning as programmed. At this time the crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the hospital for evaluation after collapsing and experiencing a cardiac arrest event. Technical services (ts) was consulted for further review of the presenting electrogram (egm). Upon review, the egm showed left ventricular intrinsic amplitude out of range. No undersensing was observed. Second transmission of was sent that missed presenting rhythm possibly due to quick repeat of read/send data. The presenting egm showed device appeared to be functioning as programmed. At this time the crt-d remains in service. No adverse patient effects were reported.